Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. The suspected cause of the oversensing is contact between the rv lead and a previously implanted and capped lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.